Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2014 with fever and drainage from the driveline. It was felt that the patient's pump was infected as blood cultures were positive for enterococcus. A decision was made to exchange the pump. The patient was hospitalized until they received a pump exchange for the infection on (B)(6) 2014. The pump was functioning normally prior to the pump exchange. The pump was disposed of.

Manufacturer narrative:
Approximate age of device: 84 days. The reported event could not be confirmed through this evaluation. A full investigation could not be conducted, because the device was not returned for analysis. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event. Placeholder.